Event description:
It was reported that a patient had a connection issue during home hemodialysis therapy, the issue was observed from the connection of the dialyzer and stream sterilized bloodlines, when the home patient (hp) was priming. The patient tried to rectify the problem and her blood lines filled with air. The patient had to re-prime as she could not get rid of the air. The patient states that she finds it extremely difficult to secure the connection to reduce the risk of the gap between the bloodlines and dialyzer. There was no patient involvement; no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed nor a root cause determined, as there were no samples available for evaluation. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. If additional relevant information is received a follow-up will be submitted.